Event description:
It was reported that an asymptomatic patient presented post implant with far field r-wave oversensing on the atrial lead which was recorded on a stored electrogram. Programming changes resolved the issue. Device remains implanted. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented to the ER after receiving inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The episode was initially diagnosed as supraventricular tachycardia, but as the heart rate increased, it was eventually binned into the ventricular fibrillation cut-off zone. The device behaved as programmed. Programming changes were made. The patient has been discharged from the hospital in good condition and medications have been adjusted.